Event description:
It was reported that noise that led to oversensing was detected on the right atrial (ra) lead. The cause of the event is due to insulation damage on the ra lead. The lead was capped and replaced to resolve the event. The patient was stable.